Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during an office visit, interrogation of the device revealed dashes (---) for some parameters. The patient recently underwent av fistula surgery on his right arm. It was unknown if electrocautery was used during this procedure. Following an unsuccessful download, measured data showed a high battery current drain, high lead impedance and loss of capture.